Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: not provided. Best estimate is between implantation date ((B)(6) 2024) and the awareness date (feb 19, 2025). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that he underwent an implantation of a preloaded intraocular lens (iol) in his right eye on (B)(6) 2024. After a few days, the visual acuity was much better, but not in the entire field of vision. The eye was split with an arc ring in the middle of the eye (felt like looking into a keyhole). Patient reported that now, the iol edge is very clearly visible in the center of the eye. It feels like the lens covers only 1/2 of the eye in the middle and everything outside the ring is blurry and cloudy. It feels like the lens is too small, too thick, or inside out. It chafes regardless of whether his eye is open or closed. Patient describes his experience with the lens as blurred vision, visual disturbance and annoyance. Through follow up, the patient provided that his vision has deteriorated post surgery. It has become cloudy, blurry and unclear. In the dark he sees sharp bright rings around light sources. The light source itself is cloudy and out of focus, but the ring around it is bright and sharp. Through further follow up, the patient indicated that according to the surgeon iol implantation went well without any complications or remarks. However, on (B)(6) 2024, the patient contacted the hospital and made them aware of his visual experience as provided above. An assessment conducted on (B)(6) 2025 concluded that the patient could be experiencing negative dysphotopsia. A follow-up visit in 6 months was recommended. The patient reported that the problems are so significant that all this creates psychological confusion, dizziness, balance problems and has negatively affected his professional and private life. He has used three different eye drops after dry eye claims. No further information was provided.

Manufacturer narrative:
Additional information: the following fields are being updated per additional information received: section b5 - describe event or problem: the patient followed up to provide that their eye vision is more blurry and cloudy. They were currently experiencing a headache and felt dizzy. Eye drops do not help with the issues, but dark sunglasses do help. Section h6 - health effect - clinical code: 1880: headache. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.